Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the va-distal humerus plate and va locking screws. The three va locking screws in question did not lock in the three distal screw holes of the plate. The surgeon tried to remove the screw; however, the screws got stripped and could not be removed. Therefore, the screws remained in the patient¿s body. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) unk - screws: locking. This is report 1 of 3 for complaint

Manufacturer narrative:
Reporter is a j&j employee. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation due to it being implanted without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.